Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas unexpectedly powered off and could not be turned back on despite adequate battery charge and attempted charging, consistent with a device malfunction affecting the user interface and power control, and a replacement device was provided. Symptoms included no beeps, vibration, or screen response. Outcomes included no reported impact to blood glucose and no medical intervention or hospitalization. Investigation included review of engineering logs and customer troubleshooting and inspection of the returned device. Investigation of this device revealed no low-battery alerts in system reports and a nonresponsive device consistent with a hardware failure of the pump user interface or power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined device malfunction.